Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl with an unknown cause. Bg was treated by consuming carbohydrates. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "blood glucose (bg) of 33 mg/dl was entered in pump by user at 3:29 pm. Immediately following, user requested a 5.65 unit bolus for 45 grams of carbohydrates and bg of 332 mg/dl. It is likely the user entered the bg of 33 mg/dl or 332 mg/dl in error. User made bolus requests without entering current bg and while still having insulin on board (iob). There were no erratic basal rate adjustments. Delivering a bolus based on incorrectly entered bg values could lead to a low bg event. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."